Event description:
It was reported that lift in pt home, crank from lift hit caregiver in face, causing bruising of face, worker filed workers compensation claim. Per dealer, a ra#13203 was issued, lift returned to mfg for evaluation. Evaluation in file.